Event description:
It was reported that there was low bipolar impedance on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr701 implantable pulse generator (ipg), implanted: (B)(6) 2002-11-01, 5592 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).